Event description:
Customer reports that it was discovered in the supply room that the circuit was found to be falling apart. It was not used on a patient. No clinical consequences reported.

Manufacturer narrative:
Samples requested, but not received. Investigation report is not yet available at time of this report.